Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents,error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Event description:
The customer reported via phone call the insulin pump was not working right. The customer's blood glucose level was unknown. The customer reported that sometimes it would give the right amount of insulin and other times it wont. Troubleshooting was performed they stated that the high pressure test failed. The customer had previously performed troubleshooting and it had passed the high pressure test and self test. The insulin pump will be returned for analysis.